Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
(B)(4). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A drill bit became stuck over a k-wire during a hip pinning. Rep also reported that the event was resolved by placing another pin in the backside of the drill to free the stuck one.

Event description:
A drill bit became stuck over a k-wire during a hip pinning. Rep also reported that the event was resolved by placing another pin in the backside of the drill to free the stuck one.